Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the battery charger/modem would not power on. Upon evaluation, the power supply connector was separated from the power cord. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.